Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced slow flow issues ¿for several days¿. The cause of the event was not reported. The patient presented to the pd clinic for treatment; however, the nurse was unable to perform pd therapy. The nurse used activase to establish flow but was unsuccessful. The patient was hospitalized the same day. The surgeon ¿maneuvered¿ the patient¿s pd catheter and the transfer set was left intact. The patient did not perform therapy for 5 days. The following day, the patient continued having the same no flow issues and was unable to dialyze. The patient presented to the pd clinic and the transfer set was changed two times. No additional information is available.